Event description:
Caller states the pt tested >8.0 inr on the coaguchek s system while a comparison lab returned as 5.3 inr. Pt's coumadin dose was held for 3 days based on meter result; pt was also given lasix 20 mg. No adverse event reported. Requested return of suspect device and replacement was sent.